Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, the insulation melted off of the tip of the device, which exposed the patient's anatomy to the negative effects of uncontrolled heat. (B)(4).

Event description:
There was no patient injury. The insulation on the device shriveled up as if melting. Nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4).